Event description:
The pt received two leads with the same lot number. It was reported the stimulation was no longer effective for the pt. In addition, the pt was experiencing discomfort and throbbing in his leg when the stimulation was in use. It was reported the area also felt hot to the touch. Follow up identified the patient was not using the scs system. Further follow up identified the physician explanted the scs system due to the lack of pain relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.